Event description:
It was reported that the patient with a history of erectile dysfunction and an inflatable penile prosthesis (ipp) implant device noted that the device was not working as there was fluid loss. The fluid loss was identified by there being air in the pump. The physician removed and replaced the entire device through replacement surgery, and there were no patient signs or symptoms reported at this time.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for reservoir is (B)(4). H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss and fluid leakage are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. The dfu instructs repeat steps 6 and 7 until no bubbles are noted in the graduate during deflation, after the air has been removed, inject sterile normal saline (approximately 20 ml-30 ml) without injecting an air bubble, use the partially filled syringe to aspirate all air from the cylinder, and then slowly fill the cylinder with sterile normal saline (approximately 20 ml-30 ml) without injecting an air bubble, and to allow the air to be expelled from the pump and tubing, continue to squeeze and release the pump bulb 2-3 more times until no air bubbles appear in the graduate (these squeezes can be softer). Let the pump bulb completely refill before each squeeze. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent air in system. Based on the information available the cause that contributed to the reported event cannot be established.